Manufacturer narrative:
(B)(4) date sent: 3/25/2026 d4: batch # 431d62. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage, with the firing knob forward and no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage and no malformed staples were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 431d62 , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler was fired and the surgeon noted that the staple line popped open over a space of 2.5 cm or shorter of the staple line. The surgeon utilized a another staple load over the end of the anastomosis and noted that it had a small part where the staple line popped up roughly 1 cm. The surgeon buried the staple line (the entirety of the line) with silk suture to prevent the line form from popping open further. No patient consequences.